Manufacturer narrative:
Device received with a constant blank steady white light on the display due to cracked lcd glass. Unable to confirm missing segments or partial display due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the half of the screen of insulin pump was totally grey and he can only see the time on top. Customer's blood glucose value was unknown. Customer states the insulin pump was dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.